Event description:
It was reported that the customer had unexplained high blood glucose for a couple of days. Paramedics were called and customer was hospitalized due to high blood glucose. Customer's blood glucose reading at the time the paramedics arrived was over 300 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.